Event description:
On (B)(6) 2021 the customer reported discordant non-reactive sars-cov-2 igm (access sars-cov-2 igm assay, part number c58957, lot number 971287) results were generated for one patient on the customer's unicel dxi 800 access immuno analyzer (part number 973100 and serial number (B)(4)). The access sars-cov-2 igm results obtained for the patient were 0.34 s/co on (B)(6) 2021 and 0.31 s/co on (B)(6) 2021. Per customer verbal's report, the access results were discordant with reactive abbott results (abbott patient data was not provided). The patient had also non-reactive access sars-cov-2 igg results. The patient experienced flu symptoms in (B)(6) 2020. There were no pcr results available. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. Quality control (qc) was passing within the laboratory¿s established ranges. System check passed on (B)(6) 2021 and calibration passed on (B)(6) 2021 with reagent lot 971287 and calibrator lot 922426. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.

Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as weight, ethnicity or race. The access sars-cov-2 igm reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. The customer did not provide the samples or additional information for investigation. No manufacturer guarantees both a specificity and sensitivity of 100%. Differences in each individual assay are expected. The abbott assays detect antibodies directed against the nucleocapsid of the virus while the access assays detect antibodies directed against the spike protein, which are more likely to neutralize the virus. Some patient may develop antibodies directed only against the nucleoproteins and not against the spike protein and vice versa, which may explain some differences in results. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.